Event description:
It has been reported that in three (3) instances, the shunt did not drain properly. One shunt, reported herein, functioned properly when tested, however, once implanted, it stopped working. Two other shunts, documented under 2648988-2007-00068 were tested prior to implant and neither functioned, so they were not used in contact with a patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.